Event description:
(B)(6) 2012 admitted through ed with USA. To ccl (B)(6) 2012, films reveal 99% distal rca with large thrombus. Predilated with 2.5x15 nc trek otw, and 3.5x18 multi vision rx deployed with good results. Discharged on medicines including asa, plavix x 1 month, and coumadin. On (B)(6) 2013, pt was at an outpatient surgery center for shoulder surgery. Post op in recovery, suffered a stemi with vfib arrest. Coumadin had been held 7 days prior to surgery, unable to determine if asa had been stopped as well. Brought emergently to ccl, films reveal 100% thrombotic occlusion of stent in distal rca. Thrombectomy with several passes with improved appearance. Dilated with 4.0x15 nc trek. Given the pt's multiple comorbidities, and need for coumadin, as well as metastatic ca, it was felt angioplasty alone would be best treatment. Good angiographic result with 10% residual stenosis.